Event description:
It was reported that when using the bd pyxis¿ anesthesia station es displayed black screen and remote support service shown offline. The customer tried rebooted the device and unplugged and replugged the cable but still issue persist. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a black screen and appeared offline in remote smart service. The field service engineer (fse) identified that the station was non-responsive, displayed a black screen, and failed to boot into the application. Multiple reimaging attempts were performed; however, these attempts were unsuccessful due to faulty equipment. The fse proceeded to reimage the station using a new solid-state drive, followed by configuration of the wireless network, time server, antivirus software, windows updates, and auto-start settings. The fse then tested all drawers using the hardware test application, verified proper functionality, and restored the system to service for customer use. The system functioned as intended after field service engineer repaired the device.